Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.411.96, lot a4hk285: release to warehouse date: may 14, 1998. Manufactured by synthes brandywine. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was noticed that the distal prongs of the holding sleeve were bent and more spread out than usual. However, there were no signs of breakage on any of the pieces. Dimensional analysis was completed, the outer diameter of the shaft of the blade was measured to be within specification. The relevant drawings were reviewed. The overall complaint was confirmed as the device was found to be bent. However, no broken features were observed with the returned device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the 1.3 cruc scrdriver blade holding sleeve and scrdrivershaft-crucif 1 w/hold-sleeve gr were found broken. No patient consequences noted. This report is for (1) 1.3mm cruciform screwdriver blade with holding sleeve. This is report 1 of 2 for complaint (B)(4).